Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx25 valve was explanted from the mitral position after an implant duration of six (6) days due to an alleged failure of leaflet coaptation leading to moderate-to-severe insufficiency. A 27mm non-edwards valve was implanted in replacement. The patient underwent an additional surgery on post-operative day 1 due to several post-operative complications.

Event description:
Edwards received notification that a 7300tfx25 valve was explanted from the mitral position after an implant duration of six (6) days due to an alleged failure of leaflet coaptation leading to moderate-to-severe insufficiency. Another valve was implanted in replacement, it was not an edwards valve. The patient underwent a 3rd surgery on post-operative day 1 due to several post-operative complications.

Manufacturer narrative:
H10: additional narrative: acute central leaks observed in the perioperative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intraoperatively or postoperatively, cases of suture loop will typically require reoperation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. A DHR review was performed and no related non conformances were found. The device was not returned for evaluation and no echocardiograms were provided. There is no evidence to suggest a design or manufacturing defect. Based on the information available, a definitive root cause cannot be conclusively determined. Patient and or procedural factors may have contributed to the reported insufficiency due to failure of leaflet coaptation.